Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on: (B)(6) 2011 patient presented with pre operative diagnosis of degenerative disc disease of lumbar spine and spondylolisthesis. Procedure performed: retroperitoneal exposure of lumbar spine for anterior lumbar interbody fusion of l5-s1 interspace. On (B)(6) 2011, patient presented with pre operative diagnosis of: severe lumbar disk degeneration, l5-s1. Grade 1 lytic spondylolisthesis with associated instability at l5-s1. Progressive right l5 radiculopathy secondary to serve neural foraminal stenosis. Congenital spinal stenosis. Procedure performed: anterior lumbar diskectomy, l5-s1. Anterior lumbar interbody fusion, l5-s1. Insertion of prosthetic interbody cage device, l5-s1. Fresh frozen cortical cancellous allograft. Rhbmp-2/acs. Anterior lumbar instrumentation, l5-s1. Per op notes: interspace was sequentially rasped and sized to a 14 mm, medium body, 6 degree prosthetic interbody cage device. The implant was then packed with fresh frozen cortical cancellous allograft wrapped in rhbmp-2/acs soaked collagen sponges. Interbody device was then impacted into the midline of disk space under direct visualization and fluoroscopic guidance utilizing a solitary inserter distractor. The cage was recessed approximately 2 mm. Excellent fit was noted, with restoration of interbody height, lordosis, indirect decompression of neural foramen posteriorly, as well as at least 50% correction of the spondylolisthesis. No patient complication. On (B)(6) 2011, patient presented with pre operative diagnosis of: severe lumbar disk degeneration and spondylosis l5-s1. Grade 1 lytic spondylolisthesis secondary to neural foraminal stenosis. Progressive right l5 radiculopathy secondary to neural foraminal stenosis. Congenital lumbar spinal stenosis. Status post anterior lumbar interbody fusion with instrumentation, l5-s1. Procedure performed: de compressive lumbar laminectomies l4-5, l5-s1. Partial medial facetectomies, lateral recess decompression, and foraminotomies of exiting bilateral l5-s1 nerve roots. Complete resection of l5 posterior elements from the pars interarticularis fracture caudally. Non segmental lumbar spinal instrumentation l5-s1. Posterolateral lumbar arthrodesis. Local auto graft. Cortical cancellous allograft. Autologous bone marrow aspirate. Insertion of epidural catheter for postoperative pain management. Patient alleges unspecified injury due to the use of rhbmp-2.